Manufacturer narrative:
(B)(4). On (B)(6) 2015 the customer at (B)(6) hospital in (B)(6), reported that there was smoke coming from the uninterruptible power supply (ups) room and there was a burning smell. A philips field service engineer (fse) confirmed that the CT system was not in use and there was no harm to a patient, operator or bystander. The fse confirmed that there was no fire and the fire department was not called; however, the area was evacuated. It was reported that two of the batteries had leaked a small amount of acid, which was contained within the ups cabinet. The customer was instructed by the customer support representative to shut down the CT scanner after this event occurred. Eds, who is the manufacturer of the ups, was notified of this event and arrived on site to find that the batteries to the ups were defective and needed to be replaced. The ups was placed in by-pass mode until the replacement batteries were installed by eds. The customer decided to not use the CT scanner with the ups being in by-pass mode. The philips fse confirmed that the defective batteries involved with this event were disposed of locally. The fse reported that eds replaced the batteries to resolve the issue and the customer was using the system without any issues. It was also confirmed that the ups involved in this event was installed in (B)(6) 2010 by a non- philips, third party organization, eds. It was communicated that philips is not responsible for service. Eds was notified of the issue and responded by replacing the defective batteries in the ups. It was confirmed that there was no malfunction of the philips CT system with this event. The defective ups involved with this event was purchased directly by the customer from a third party organization, eds. This product was not distributed or serviced by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that there was smoke coming from the uninterruptable power supply (ups) room and there was burning smell. A philips field service engineer (fse) confirmed that the CT system was not in use and that there was no harm to a patient, operator or bystander. The fse confirmed that there was no fire and the fire department was not called, however the area was evacuated. The fse reported that the ups batteries were hot and the ups company (eds) replaced the batteries to resolve the issue. In addition, eds reported that 2 of the batteries had leaked a small amount of acid, which was contained within the ups cabinet.

Manufacturer narrative:
(B)(4).